Manufacturer narrative:
Visual inspections were performed on the returned device. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The investigation determined the reported inflation issue and noted stretched outer member proximal to the proximal seal and distal to the mid lap seal appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The other additional nc trek referenced is being filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified non-tortuous distal right coronary artery. A 2.50x15mm rx nc trek balloon dilatation catheter was pressurized to 14 atmospheres, but the balloon failed to inflate. A second same device was used but the same occurred. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the shaft to be stretched on both devices.